Event description:
It was reported that the customer had high and low blood glucose levels last night. Customer checked and his blood glucose level was 166 mg/dl in the morning. Customer took 11 units for correction and went for a 3.5 mile walk. Customer's blood glucose level was 36 mg/dl by noon. Customer took 8 oz of orange juice. Customer's blood glucose level was fluctuating all day from 162 mg/dl to 340 mg/dl. Customer stated that his blood glucose level is better with the pump, but he does not have confidence using it at night. Customer declined troubleshooting for high blood glucose levels. Customer thinks the pump is fine and thinks that it may be a basal setting. Customer was advised to contact his health care professional. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.